Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report reads: per cnf, it was reported that: please see enclosed device. Staff advise that from the start of the case the capio device was stiff and not moving smoothly when pushing the plunger. Also advised that the capio needles were snapping off the suture easily, requiring to open several more. The surgeon was able to complete the procedure with this device; although, it was more difficult and when needles snapped off the capio more sutures were opened.

Manufacturer narrative:
(B)(4). Device history record of batch numbers 74b1801893, 74d1801340 & 74e1800403 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. A nonconformance was issued for another condition that is not related to the failure mode reported. No corrective action can be implemented due to the lack of product code to perform a proper investigation to determine a root cause. Customer complaint cannot be confirmed due to the lack of product sample to perform a proper investigation and determine a root cause. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility nor is being manufactured at the time. If the sample becomes available this investigation will be updated with the evaluation results.

Event description:
The report reads: per cnf, it was reported that: please see enclosed device. Staff advise that from the start of the case the capio device was stiff and not moving smoothly when pushing the plunger. Also advised that the capio needles were snapping off the suture easily, requiring to open several more. The surgeon was able to complete the procedure with this device although it was more difficult and when needles snapped off the capio more sutures were opened.